Event description:
It was initially reported to boston scientific corporation on (B)(6), 2009, that during the procedure, the physician was placing the stent and it failed to deploy. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was noted to be fine. This event has been deemed a reportable event based on the investigation results.

Manufacturer narrative:
A visual examination of the returned device found that the distal handle had been pushed distally which resulted in the clear outer sheath being pushed over the tip. The exterior tube was bunched at various locations along its length. The distal handle was stuck. A kink was noted in the stainless steel tube approximately 7cm distal to the proximal edge of the hub. The exterior tube was dissected distal to the bunching on the shaft and the exterior tube was retracted manually and the stent deployed with no restrictions noted. The most probable root cause is due to anatomical/procedural factors encountered during the procedure. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. At the time of this investigation, no other complaints were reported relating to this defect for this batch. (B)(4).